Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4965-15 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular epicardial lead was not capturing. The lead was capped and not replaced at the physician's judgment. No patient complications have been reported as a result of this event.